Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was a built in design of the software and not a malfunction. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that when they selected a certain procedure type an error message stating "network checking connections, search temporarily disabled''. The case was able to select a different procedure type without issue to proceed with the case. The system was reported to have 1.2 on it. There was no patient involved with this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the software is working as designed. This issue is consistent with the following software feature request. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.